Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was then attempted to be delivered with the use of a non-bsc guide extension catheter, however, severe resistance was felt, so it was removed. When the stent part was checked, the stent struts was found to be lifted. The procedure was completed using a 3.5 x 34 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most proximal stent strut row was damaged and stent struts were lifted and pulled distally. The distal end of stent was damaged and stent rows were flared, bunched and stretched. The od (outer diameter) of the remaining undamaged crimped stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was then attempted to be delivered with the use of a non-bsc guide extension catheter, however, severe resistance was felt, so it was removed. When the stent part was checked, the stent struts was found to be lifted. The procedure was completed using a 3.5 x 34 non-bsc stent. No patient complications were reported and the patient's status was good.